Event description:
The peritoneal dialysis (pd) patient reported that she was having a hard time breathing and was hospitalized for pleural effusion. She also reported drain complications. On follow-up the pd nurse reported due to arthritis the patient is having problems completing manual drains when required. She also reported the patient was placed on hemodialysis on (B)(6)2015 until (B)(6) 2015. The patient has since continued pd treatment on a replacement liberty cycler. The patient's treatment data: fill 1 1999ml, drain 1 2508ml, fill 2 1999ml, drain 2 2767ml fill 3 1997ml, drain 3 2015ml, fill 4 1999ml, drain 4 2463ml, additional drain 4 at the hospital 2000ml for a total drain volume of 4463ml. The reported large drain of 4463ml was 223% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. If the device becomes available for evaluation, a product investigation will be performed and a supplemental report will be submitted.